Manufacturer narrative:
The device was discarded and is not available for return. Pictures were provided of the broken device. It was confirmed that the tip of the scissor was broken. It was also confirmed through the picture that the device was etched with the codman logo. The lot number was not visible in the pictures and the customer was not able to provide additional pictures. The codman line was acquired in 2012 and the codman logo has not been used since 2013. The device in question has been in use for at least 9 years. The damage did not occur with use, it was taken out of the sterilization container broken. It is most likely that the device was broken in the cleaning and sterilization process. There has been a total of (B)(4) sold with no additional complaints recorded. Based on the above information, no further actions are necessary. This can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or additional information pertinent to the investigation, a follow up report will be submitted. User facility report# (B)(4).

Event description:
The customer alleged that at the end of the procedure closing, while cutting the 2-0 vicryl suture, it was discovered that the tip of the suture scissor was missing. A thorough search of the sterile field, mayo stand, and backtable was completed without finding the missing piece. The rigid outer sterilization container was searched and the missing piece was found. There was no harm to the patient.